Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm the allegation based on visual inspection and a passing helix mechanism test. The no problem detected was selected based on analysis of the returned product. Further, analysis found no evidence of device anomaly outside the bounds of normal medical use.

Event description:
It was reported that this lead was not successfully implanted due to set screw anomaly. Additional information confirmed that set screw issue was referred as the helix. The lead was never in service. No adverse patient effects reported.